Event description:
According to the available information this inflatable penile prosthesis was revised due to pump tubing leakage.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tubing of cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 2 at the strain relief junction. Based on examination of the returned product, it was concluded that the abrasion marks noted on the exhaust tubing of cylinder 2 abraded while in-vivo enough to cause a separation at the cylinder 2 strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a pump tubing leak. The reservoir was retained and reused. No other adverse patient effects were reported.